Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the step taken to resolve the loss of therapeutic effect and inability to control urine was that they changed the program to a different number. The patient wanted to know how to tell when the battery runs out. The battery had been in since (B)(6) 2010 and the patient would hate to have it fail when traveling. The manufacturer representative said a system error would come up, but they understood not all worked that way. The patient talked to a health care provider (hcp) and they said they could possibly get a manufacturer representative to do a check as they used to put them in at their old place of employment. The patient had never had any follow-up since (B)(6) 2010.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted for urinary dysfunction. The consumer reported a fall last winter in 2015. At an unknown period of time, the patient thought they were ¿getting immune¿ on a setting because other programs did not work but going back to program 4 ¿really helped her best.¿ between (B)(6) 2016, the patient had a ¿weak bladder¿ as well as a recurring, unrelated cold with a cough. There was a loss or change of therapy, noting the patient could not hold their urine like they used to and ¿seemed to be turning it up further¿ since (B)(6) 2016. For a while, the patient was doing better because she was using another device called in tone that strengthened muscles and that seemed to help quite a bit while she was not using the urinary device. The patient thought the implant was ¿dying out.¿ during the call, the program was changed and settings were increased to a comfortable level.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.